Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, the lead pin broke off in the header of the device during a tug test. The lead pin was successfully removed. The lead was not implanted and was replaced. Patient condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.